Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-12. The rep stated that the actions/interventions taken to resolve the patient feeling stimulation in their ribs, not feeling stimulation, and the impedance issue included leaving the device off. The plan is to have the current leads, adaptor, and extensions removed and replaced with a new lead. The cause could not be determined. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 74002, lot# n627116, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: adapter. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension product ID: 3487a-45, lot# j0214109v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. Product ID: 3487a-45, lot# j0337686v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3550-29, lot# n627597, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory.

Event description:
Additional information was received from a manufacturer representative. It was reported that the leads, extensions and adaptor were removed and replaced with a new lead on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. The rep reported that on (B)(6) 2017 post-operatively the patient was not feeling stimulation. Impedances measurements at 3.0 volts showed at reference (B)(4). The patient was programmed bipole 4+ 5- at 10.5 volts and the patient was feeling light stimulation in their rib area (the patient used to feel stimulation in their legs). The patient was programmed 6 to 7 bipole but the patient did not feel stimulation at 10.5 volts. The rep checked impedance in the operatizing room and everything was in range. The rep would follow up with the healthcare professional (hcp) and review options for a potential revision to correct the 0-3 lead and possibly 4-7 lead if the patient continues to not feel stimulation. No further complications were reported/are anticipated.